Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was failed to power on. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.2 failed and showing as not detected on bus. A field service engineer (fse) had proceeded to inspect the drawer and found that the individual drawer control board was not lit up. The fse replaced the drawer control board. The system functioned as intended after the field service engineer repaired the device.